Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument could not be removed with cannula. Customer managed to remove it afterwards. It was stated that metallic component of the wrist got disengaged from the end of the shaft. Additionally, the input disks also got detached. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the wrist of instrument could not be straightened due to the broken main tube. The port incision was not increased as it was a neck and head procedure with ports in air. No fragment(s) fell inside the patient.

Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it instrument appeared to have a broken main tube and the proximal clevis got dislodged where it met the main tube. Isi did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged proximal clevis that was still attached to the main tube. Additional observations: there instrument had detached fragments from broken main tube and the pieces were not returned with the instrument. Size of missing piece was approximately 5 mm x 2,65 mm. The grip input disks 6 and 7 were completely broken and detached from the housing. The input disks were not returned with the instrument. As a result of the fully broken input disks, functional testing for motion related issues could not be performed. The probable root cause of a dislodged proximal clevis is attributed to user. It can occur from mishandling/misuse which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The probable root cause of broken input disk is attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks, and may cause the input disk to break and detach from the instrument. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. .